Event description:
In 2001, the pt's family member informed the manufacturer of the following: the pt's device is broken (device catheter segment is broken). X-ray was performed to verify broken device catheter segment. Pt stated deivce felt strange in chest when flushed. Add'l info obtained from pt 3 days later, the pt states device has moved down from shoulder area to breast area, causes pt pain and pt has requested numerous times that the device be removed but physician refuses to remove device.